Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pauses were observed and a typical pattern suggestive of left ventricular (lv) lead capture management was observed with left ventricular (lv) lead loss of capture. The lv lead remains in use. No patient complications have been reported as a result of this event.